Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious, debilitating and permanent bodily injuries, extreme and chronic pain, mesh erosion and erosion of internal bodily tissue, hardening, worsening dyspareunia, recurring incontinence, has required medical treatment and additional surgery. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.